Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted in a patient for the treatment of a 59mm abdominal aortic aneurysm. The diameter of the neck ranged from 17.8 mm to 31 mm. The length of the neck was 13mm and there was moderate angulation of the neck. A non-mdt aortic extension was also implanted to occlude the fourth lumbar artery before implantation of the endurant iis stent graft. Two non-mdt limbs were also implanted after implantation of the endurant iis stent graft. It was reported that a type ia endoleak was observed on an angiogram following implantation of the devices. A non-mdt aortic extension was implanted to treat the endoleak. It was reported the endoleak decreased but still remained following implantation of the aortic extension. The procedure was completed, and no further treatment performed. The physician attributed the cause of the event to patient anatomy due to a short and tortuous neck and calcification. No additional clinical sequelae were reported, and the patient is being monitored.